Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. The patient was treated with vancomycin and ceftazidime, ip, for three weeks (specifics unknown). On (B)(6) 2012, the patient was discharged from the hospital. The patient was retrained on proper aseptic technique on an unknown date in (B)(6) 2012. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers h12g22013 and h12h12020. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.